Event description:
Found during testing. According to the reporter, the device would not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it wouldn't power on. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.